Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled device check on the implantable cardioverter defibrillator. Upon examination, it was discovered that the device had episodes of non-sustained right ventricular oversensing and noise reversions which resulted in pacing inhibitions. Due to the patient's existing condition of complete heart block, the patient had cardiac pauses and bradycardia during the episodes but was reportedly asymptomatic. It was noted that the noise detected were cyclical and appeared to be electromagnetic interference (emi). Based on the timing of the events, the clinic suspected that the anomaly may be caused by the patient's vibratory bed. The clinic advised the patient to unplug the bed and check for any insulation issues on its electrical cords. The patient remained in stable condition.